Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostics anomaly. No device intervention was performed. The patient had no adverse consequences.